Manufacturer narrative:
Medical device lot #: actual lot number is unknown, however the customer suspects lots 9066747 (MFR: 2019-03-07 & exp: 2024-02-29) or 9092593 (MFR: 2019-04-02 & exp: 2024-03-31). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ syringe 10ml ll tip has been found experiencing sterility issues before use. The following has been provided by the initial reporter: material no.: 309605 batch no.: unknown but possibly( 9066747 or 9092593). It was reported that a hair was found inside the lip of a syringe tray from lot 9066747 or lot 9092593. It has since moved from the location but they still have it in the bag to be returned. Per email: a hair was found inside the lip of a syringe tray from lot 9066747 or lot 9092593.